Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the new right ventricular - rv lead exhibited loss of capture and was found to have insulation breach. The rv lead was not used and was replaced. The patient experienced no consequences.